Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a loose external connector that would not remain seated or flush with the housing, intermittently unscrewed without handling, and required reinsertion during use, consistent with a device connection/attachment issue involving the pump¿s connector component. Symptoms included no reported blood glucose impact and no adverse clinical effects. Outcomes included continued use of cgm separately when needed and no hospitalization. Investigation included customer care troubleshooting, replacement of the device to enable inspection of the returned unit, and reminders to return the affected device for analysis. Investigation of this case revealed that the user returned the replacement device instead of the original affected unit and continued using the device with the loose connector, preventing immediate physical evaluation of the complained device. It was concluded, based on previously established findings for similar reports, that the cause was likely mechanical wear or damage to the connector interface leading to inadequate engagement.